Manufacturer narrative:
Eval summary: the preliminary investigation showed that the antenna tip separated from the shaft. A review of the device history showed that the lot met all material, assembly, and performance specifications. (B)(4).

Event description:
The customer reported that they completed a microwave ablation treatment using 2 antennas. Following the procedure, the physician removed both antennas and observed that one antenna was shorter than the other. A CT scan showed the tip of one of the antennas in the subcutaneous, right, chest wall of the pt. The tip was subsequently removed from pt without incident.